Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial reporting stated x-rays were not available for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
While patient was being revised to address a femur fracture which caused loosening of the femoral component, osteolysis was also found. It was also noted that the loosening occurred at the cement/bone interface, and that the manufacturer of the cement used in the primary surgery is unknown.